Event description:
I have increasingly become sick after getting breast implants. I've had them since (B)(6) 2017 and problems began in (B)(6) 2017. I have a chronic pain in breast, back, neck, shortness of breath, muscle fatigue, brain fog, memory loss, burning sensations, numbness/tingling, muscle twitching, muscle weakness diagnosed with rheumatoid arthritis, elevated antibodies for vasculitis, dry skin/hair/mouth, blurry vision, head pressure, worsening migraines, loss of appetite, weight loss, constipation, vitamin d deficiency, increased pain sensation, insomnia and more. FDA safety report ID# (B)(4).